Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force sensor system alarm during prime test due to faulty force sensor resistor. Motor passed motor test. The insulin pump was received with cracked case at display window corner.

Event description:
The customer reported via phone call that they received a motor error alarm and a compromised force sensor system alarm on the insulin pump. Customer stated the motor error alarm occurred while rewinding the insulin pump. Customer's blood glucose was 276 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.